Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket b5 failed to close and caused drawer 1-1 auxiliary to fill multiple drawers. A field service engineer cleaned and reseated the row board cable header connection on the drawer board for drawer 1-1. All functions were tested using the hardware test application (hta) and everything operated as expected with no issues found. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility name(e1): medical city frisco medical center of plano facility

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was failed. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.